Manufacturer narrative:
Additional information received via voluntary report on (B)(6)2019 states that the customer experienced fluctuating elevated blood glucose levels and had large ketones. Additionally, the customer was vomiting. Reportedly, the customer went through the fill tubing process and observed 3 drops of insulin exiting from the end of the tubing and alleged that it was an inaccurate amount. The contact spoke to tandem supervisor and the pump was replaced.

Event description:
Additional information received via voluntary report on (B)(6) states that the customer had large ketones. Additionally, the customer was vomiting. The contact spoke to tandem supervisor and the pump was replaced.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl (value not provided) with trace ketones; cause was unknown. Additionally, the customer became ill. Bg was addressed via correction boluses, and infusion set and cartridge changes. The customer was instructed to consult with their healthcare provider regarding bg level.